Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the atrial wall resulting in pericardial effusion, tamponade and thrombosis. The patient reported experiencing uncontrollable pain and chest pressure. Upon interrogation, high and rising thresholds were observed on the ra lead. The pericardial effusion was drained, a pericardiectomy was performed and the ra lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.